Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not properly attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) defective. Confirmed customer complaint of cassette not attached error. Through, pump power up test. Repaired device through calibration. Validated repair through sensor test and 50ml cassette test. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.